Event description:
Customer reported blood glucose results of 425 mg/dl on inform system 1, 451 mg/dl and 80 mg/dl on inform system 2, and 57 mg/dl on this device, inform system 3 all within 10 minutes. Customer reported patient had symptoms of hypoglycemia at the time; no treatment info reported. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 3. Please see medwatch for report on inform system 1, medwatch for report on inform system 2.